Manufacturer narrative:
As reported, the operator did not observe the indicator window change color or feel the guidewire loop of a 5f exoseal vascular closure device (vcd) hook against the vessel wall. Manual pressure was used to stop bleeding. There was no patient injury reported. The deployment button was not pressed and the plug was not dislodged from the exoseal vcd device after removal from the patient. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The exoseal vcd was used in a diagnostic procedure. The device was stored and prepped according to the IFU. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction. When the device was removed from the patient, no damage was noted to the indicator wire loop. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A non-cordis catheter sheath introducer (csi) was returned inserted in the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, and it was observed that no issues related to the indicator wire integrity were present. A high magnification evaluation was executed to assess the indicator wire loop. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed on the returned device since the indicator wire showed no anomalies. The cause of the reported issue could not be determined. In addition, it was reported that the wire would not catch the vessel wall. Due to the nature of this complaint, which is patient related, the cause cannot be determined since patient-related events cannot be duplicated in the lab. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the operator did not observe the indicator window change color or feel the guidewire loop of a 5f exoseal vascular closure device (vcd) hook against the vessel wall. Manual pressure was used to stop bleeding. There was no patient injury reported. The deployment button was not pressed and the plug was not dislodged from the exoseal vcd device after removal from the patient. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The exoseal vcd was used in a diagnostic procedure. The device was stored and prepped according to the IFU. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction. When the device was removed from the patient, no damage was noted to the indicator wire loop. The device is being returned for evaluation.

Event description:
As reported, the operator did not observe the indicator window change color or feel the guidewire loop of a 5f exoseal vascular closure device (vcd) hook against the vessel wall. Manual pressure was used to stop bleeding. There was no patient injury reported. The deployment button was not pressed and the plug was not dislodged from the exoseal vcd device after removal from the patient. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.